Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
Reporter did back to back blood glucose tests within 5 minutes, using the same fingerstick, and got results of 165 and 86 mg/dl. Reporter said that reporter has difficulty getting samples, and at times reporter added a second drop of blood to test strip. Reporter checks the confirmation dot on the strip, but doesn't compare it to color chart. No symptoms reported. A control solution test was within range 106 (88-132). On follow-up, reporter stated that reporter was diagnosed with diabetes 2 months ago and had been testing only 3-4 weeks.